Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient passed away. The physician believes the patient died of sudep. His brother found him deceased in bed. He had been a patient of the physicians for some months but he only saw him through televisits and never in person. He had never had an opportunity to check the patients vns and does not know the current status of the patient's settings or battery. No additional relevant information has been received to date.

Event description:
Additional information regarding the patient's death was received. It was noted that it was unknown if the vns was explanted. Cause of death and relationship to vns is unknown but patient was found deceased in apartment.